Event description:
The customer received a questionable intact human chorionic gonadotropin + the ss-subunit (hcg+ss) result for one patient sample. All results are in miu/ml. The initial result was 0.117. The customer repeated the sample and the result was >10000 with a data flag. The sample was repeated with a dilution and the result was 49934. The erroneous result was not reported outside the laboratory. The repeat result with a dilution was believed to be correct. The patient was not adversely affected. The hcg+ss reagent lot number was 16956305 with an expiration date of 01/31/2014. The field service representative found there were cells clotting the sample. He checked all sample and reagent alignments and dispenses. The field service representative ran performance testing and the customer ran calibration and qc. All checks passed.

Manufacturer narrative:
The investigation could not determine a specific root cause. Inappropriate pre-analytical handling was suspected as the field service representative observed clots and red blood cells in the sample. Review of the provided calibration, qc and analyzer performance data did not indicate a general reagent or analyzer issue. The patient was not adversely affected.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.